Event description:
The customer observed falsely elevated architect prolactin results for patient samples. The following data was provided: patient 2 female (customer¿s reference range 1.2 - 29.9 ng/ml). Sample ID (B)(6) initial result = 49.41 ng/ml, result at another laboratory = 29.2 ng/ml (reference range adult female 2.8- 29.2 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot and complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect prolactin reagent lot 56044ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone number complete entry = (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect prolactin results for patient samples. The following data was provided: patient 2 female (customer¿s reference range 1.2 - 29.9 ng/ml) sample ID (B)(6) initial result = 49.41 ng/ml, result at another laboratory = 29.2 ng/ml (reference range adult female 2.8- 29.2 ng/ml) no impact to patient management was reported.